Manufacturer narrative:
The reported no external power event was confirmed via the submitted log file. The submitted log file contained approximately 24.5 days of data ((B)(6) 2018 per the timestamp). The controller recorded a loss of external power while connected to the mpu on (B)(6) 2018 from 01:54 to 02:16; the no external power alarm was active at this time. The backup battery supplied power to the system when external power was lost. The loss of external power did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided on 21mar2019 stated that the serial number of the mpu cannot be provided as the record is not accessible. The cause of the no external power events was not determined. The patient was issued a locking ac power cord for the mpu. The mpu was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the mobile power unit was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that analysis of a log file submitted to the manufacturer's technical service representative revealed a no external power alarm on (B)(6) 2018, while the vad was connected to a mobile power unit (mpu). This event may have been caused by the mpu's power cord coming loose from the back of mpu or the wall outlet. The system controller's internal battery powered the pump at designed during this event. There was no reported adverse impact to the patient.